Manufacturer narrative:
Continuation of d10: product ID 97745 lot# serial# (B)(6) implanted: explanted: product type programmer, patient section d information references the main component of the system. Other relevant device(s) are: product ID: 97745, serial/lot #: (B)(6), ubd: , UDI#: (B)(4) h3: analysis of the 97745 patient programmer (ptm) (serial number (B)(6)) revealed broken connector pins. This regulatory report is being submitted as part of a retrospective review as part of remediation plan 411. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient (pt) regarding an external device. The reason for call was pt reported that their controller has been displaying "system problem" messages while charging their implant for the past couple of months. Pt said they charge their implant everyday and they mentioned that this message was appearing twice while charging their implant. Pt said that they would reset their controller to continue charging their implant. Pt said that on saturday when they plugged their controller into their ac power supply, the controller went unresponsive. Pt reset their controller. Pt saw no visible damage to the controller or battery pack contacts. Pt said that the controller port looked "worn" and that the connectors of the ac power supply and recharger don't sit correctly inside; pt said the connectors had no visible damage. Pt plugged ac power supply into controller without battery pack inserted and the controller didn't power on. Pt tried a different out let and the controller still didn't power on and the top light on the controller was blinking amber and green; pt confirmed ac power supply was lit up green. Pt inserted battery pack and said that the controller battery showed low and pt said that their implant battery was low. Pt said that they have been in pain and said that this has been since they have had issues with their controller being unresponsive. The issue was not resolved.